Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) registered five episodes of false asystole, which were determined to be caused by undersensing. The device remains in use. No patient complications have been reported as a result of this event.